Event description:
It was reported that the patient had emergency backup battery fault alarms. After failed attempts to clear the alarms by reseating and replacing the backup battery, it was decided to replace the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.